Event description:
The customer reported that the battery failed to charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. There was no report of pt involvement. A third party repair tech evaluated the device and verified the failure. The device would only stay powered up for 5-6 seconds on battery power. Replacement of the battery resolved the failure. The device passed testing and remains at the customer site.